Event description:
It was reported that the pt fell into a river and has experienced a surging sensation that causes his left arm to flail for a couple of minutes. The pt's implantable neurostimulator has also provided the "call your doctor" icon. The pt was sent a new pt programmer which has worked appropriately. Add'l info has been requested from the hcp, but was not available as of the date of this report.